Event description:
The surgeon is an experienced user of the osv ii and knows well what is the normal status and what is not. The implantation of the device was conducted in 2003. Although ventricular reduction was observed the following day, a CT scan conducted one week after implantation showed ventricular expansion. Investigation using contrast medium was conducted but no obstruction was visualized. When flushing the valve prior to implantation the surgeon did not note any abnormality with the valve. However, judging the incident as shunt failure, a revision was required.